Event description:
Star total ankle replacement components were removed due to ankle infection.

Manufacturer narrative:
Add'l removed components: star total ankle replacement sliding core mobile bearing, model#: 400-144, lot#: 1015123, expiration date: 09/01/2017, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 09/2012. Star total ankle replacement talar component, model#: 400-255, lot#: 100128/2456, expiration date: 06/01/2015, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 06/2010. There were no deviations reported in the DHR for part no. 400-255, lot no. 110602/2738; the DHR for part no. 400-144, lot no. 1015123 notes that (B)(4) pieces were reworked, and for part no. 400-264, lot no. 100128/2456 notes that (B)(4) was discarded; all released parts were within specification.